Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/24/2023. An investigation was conducted on 05/02.2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be slightly flexed away from the hot jaw at the center but remained attached at the base and tip of the hot jaw due to normal clinical use. The black sheath of the shaft at the base of the jaws was observed to be peeled back exposing the inner contents of the shaft tip of the base of the jaws. No melting was observed on the black sheath of the shaft tip. Based on the returned condition of the device as well as the evaluation results, the reported failure "melted" was not confirmed, however the analyzed failure "peeled; delaminated; shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot #3000304434 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic radial vein harvesting procedure using vasoview hemopro 2. They noticed a "melting" of the black plastic located at the hinge of the jaws. The area touched the radial and caused a burn, but the radial was still usable for the bypass. No piece detached or melted off. The device was passed off the table and saved and another was opened to complete the case. Unknown about additional incisions. They believe there was a delay. There was no harm to the patient or themselves.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic radial vein harvesting procedure using vasoview hemopro 2. They noticed a "melting" of the black plastic located at the hinge of the jaws. The area touched the radial and caused a burn, but the radial was still usable for the bypass. The device was passed off the table and saved and another was opened to complete the case.